Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; while setting up for the robotic prostatectomy procedure, both adapters and handle would accept the load and close but after you close reload it would not fire. The handle accepted both adapters but would not fire with either one. The handle was not recognizing both of the adapters. The product was never actually used on the patient and was testing prior to use or insertion into any trocar. With that particular product they learned to test it before they put it in the trocar to use on the patient. It happened on the back table in a sterile field but it never touched the patient. Current patient status is fine. No extra time was required during a procedure and there was no blood loss.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one idrive powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No external visual abnormalities were noted for the handle or adapter. During functional evaluation, the adapter was unable to recognize a reload. The adapter was disassembled and it was confirmed that it contained a non-sealed switch. The root cause of the observed condition was the unsealed switch. A product enhancement has been implemented to prevent recurrence of this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.